Manufacturer narrative:
Complaint conclusion: it was reported that a precise stent 'jumped' distally during stent deployment in the carotid artery. The lesion was de-novo, slightly calcified and highly tortuous. A brachial approach was chosen for the procedure. A 10 x 40mm precise pro rx was delivered to the target lesion and deployed, but the stent jumped distally during deployment and the proximal lesion was not covered. Therefore, an additional precise pro rx was placed at the proximal lesion and the entire lesion was fully covered. The procedure was completed without reported patient injury. The product will not be returned for analysis because it was discarded at the hospital. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15493942 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, ''if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.'' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
A precise stent "jumped" distally during stent deployment. The lesion was in the carotid artery and was de-novo, slightly calcified and highly tortuous. The percentage of stenosis was unknown. A brachial approach was chosen for the procedure. A 10 x 40mm precise pro rx was delivered to the target lesion. The stent was deployed, but the stent jumped distally during the stent deployment and the proximal lesion could not be covered. Therefore, an additional precise pro rx was placed at the proximal lesion and the entire lesion was fully covered. The procedure was completed without any other problems. There was no patient injury reported. The product will not be returned for analysis because it was discarded at the hospital.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.